Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of being told by their on call nurse to contact pd support for assistance. A review of the patient¿s treatment records identified that the patient drained 3793 ml during drain 2 of the treatment. This drain volume is 181% the patient's fill volume of 2104 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed manual treatment via manual exchanges after home therapies registered nurse (htrn) notified. The patient was seen for evaluation on (B)(6)2024 due to sluggish flow rates reported performing manual exchanges. It was determined that fibrin was present; the patient and family were educated on heparin administration to solution bags. Catheter flows appropriate after htrn intervention. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of being told by their on call nurse to contact pd support for assistance. A review of the patient¿s treatment records identified that the patient drained 3793 ml during drain 2 of the treatment. This drain volume is 181% the patient's fill volume of 2104 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed manual treatment via manual exchanges after home therapies registered nurse (htrn) notified. The patient was seen for evaluation on (B)(6) 2024 due to sluggish flow rates reported performing manual exchanges. It was determined that fibrin was present; the patient and family were educated on heparin administration to solution bags. Catheter flows appropriate after htrn intervention. The cycler was reported to be scheduled to be returned to the manufacturer for physical evaluation.